Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose level of 522 mg/dl and was not able to bolus. The customer had received a bolus not delivered message. The customer was assisted with doing a bolus of 19.6 units. The customer declined troubleshooting for the high blood glucose. The device will not return for analysis.